Event description:
It was reported, that during a da vinci-assisted low anterior resection surgical procedure. The maryland bipolar forceps instrument had a broken "drive line". The user continued the planned procedure using a backup instrument with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the maryland bipolar forceps instrument was inspected prior to use and there was no abnormality. The instrument was intended to be used for grasping when the damage was first observed. There was no arcing mentioned by the customer. And no loss of cautery associated with the damaged cable. There was no instrument collision. And no problems with removing the instrument through the cannula.

Manufacturer narrative:
Based on the claim against the product by the customer noting, physical damage. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and found to have a damaged conductor wire insulation. The instrument passed the electrical continuity test. The wires were found to be exposed within the insulation. There was no material missing and no signs of thermal damage. The complaint regarding physical damage was confirmed, by failure analysis. Which indicates, that the device did contribute to the customer reported issue. This complaint is being classified as a reportable event. The instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient. The reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.